Manufacturer narrative:
The field service engineer (fse) found salt buildup around solenoid valve and the electrode ports were found clogged. The fse replaced the electrodes and cleaned and replaced a valve. No further issues were reported since the fse visit. The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for 5 patient samples tested with ise tests on the cobas 6000 c (501) module. The following assays were affected: ise indirect na, k, cl for gen.2. Incorrect values from the samples were reported outside of the laboratory and needed corrections. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.